Manufacturer narrative:
External insulation abrasion was noted at 25.0-25.4cm from the connector pin. The silicone insulation was intact at this location. A fracture of the sensing coil was noted at 5.7cm from the connector pin, consistent with fatigue. This fracture is consistent with the observation from the field of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.external insulation abrasion was noted at 25.0-25.4cm from the connector pin. The silicone insulation was intact at this location. A fracture of the sensing coil was noted at 5.7cm from the connector pin, consistent with fatigue. This fracture is consistent with the observation from the field of noise.

Event description:
It was reported that the lead was explanted due to inappropriate therapies caused by lead noise. The patient condition is good.